Event description:
It is reported that the lens was explanted with no adverse effects due to improper intraocular lens (iol) power.

Manufacturer narrative:
Evaluation of the returned lens found it be covered with surface residue, not inconsistent with an explanted lens. Diopter inspection of this lens found it to meet manufacturing and optical specifications and was measured at 26.5d, which is correct as labeled. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Lens explanted. The lens was received at abbott medical optics (amo) in (B)(4) and has been shipped to the manufacturing site to amo (B)(4) for evaluation. The evaluation is pending. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.